Manufacturer narrative:
Imdrf device code a090402 captures the reportable event of unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator captivator ii snare was used in the sigmoid colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the electrocautory part of hot snare was not working. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.